Manufacturer narrative:
Age at time of event: over 18 years of age.

Event description:
It was reported blood loss requiring intervention. A renal cryoablation procedure, treating a 4cm renal cell carcinoma (rcc), was performed using 4 iceforce cx needles. All needles were fully submerged during testing per the instructions for use (IFU) with no issue. After the freeze cycle, a 4-minute active thaw was used followed by a 1-minute passive thaw. Cautery was recommended but was not used. There were no issues noted during the procedure. Resistance was noted during the initial needle removal attempt. Computed tomography (CT) scans were taken and blood was noted in the needle track. The patient bled after the procedure and received a blood transfusion. The physician checked on the patient the next day and the patient was still bleeding which required an angiography and embolization procedure to treat the bleed. After a prolonged hospital stay the patient was noted to be okay.